Event description:
It was reported that this cardiac resynchronization therapy with a defibrillator (crt-d) exhibited premature battery depletion (pbd). The device has been implanted for less than 3 years and battery longevity showed one year remaining. Boston scientific technical service (ts) discussed multisite pacing is on and left ventricular (lv) output was at 7.5 volts. Ts explained this could be the reason for the decrease in longevity and recommended engineering analysis. To date, this device remains in service. No adverse patient effects were reported.